Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have an energy recognition failure. The instrument was placed and driven on an in-house system and passed recognition and engagement. The bipolar energy cord was connected to an in-house erbe generator. The instrument was successfully recognized by system as an energy device. When tested for energy delivery, no energy was emitted. The instrument was tested for electrical continuity and failed. Visual inspection was performed and no obvious signs of damage on the bipolar energy cord was found. Initial findings confirmed. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.5 inches from the crimp.

Event description:
It was reported that fenestrated bipolar forceps instrument had bad connection. There was no reported injury.